Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain/ pain pelvic area'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a 23-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage, multigravida and parity 4 (dates of live births: (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2006). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included abdominal pain, contusion, knee sprain, joint pain, abscess, vaginal abscess, abscess leg, vaginal bleeding, hypertension, anemia, asthma, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, paratubal cyst, ovarian cyst, back pain, endometriosis, chronic cervicitis, corpus luteum cyst and benign ovarian cyst. Concomitant products included ferrous sulfate and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and constant menstrual cycles") and abdominal pain lower ("lower stomach pain/ pain lower stomach"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical partial hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on 4-feb-2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous and abdominal pain lower outcome was unknown and the menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: removal detail: 04feb2014, supracervical partial hysterectomy with bilateral salpingectomy. (B)(6) 2014, bilateral oophorectomy and removal of cervix and remaining left fallopian tube vaginal repair due to bleeding on (B)(6) 2014. Insertion details: three trailing coils were seen on both the tubes the plantiff claims that essure caused or aggravated psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral essure devices in place. Concerning the injuries reported in this case, the following one/ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added- device ineffective, pregnancy with contraceptive device, abortion spontaneous. Severity of pelvic pain and abdominal pain lower updated. Reporter information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, gravida ii and parity 5. Concurrent conditions included abdominal pain, contusion, knee sprain, joint pain, abscess, vaginal abscess, abscess leg, vaginal bleeding, hypertension, anemia, asthma, dysmenorrhea, submucous leiomyoma of uterus, adenomyosis, paratubal cyst, ovarian cyst, back pain, endometriosis, cervix inflammation, corpus luteum cyst and follicular cyst of ovary. Concomitant products included oxycocet (percocet). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and constant menstrual cycles") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (supracervical partial hysterectomy, bilateral salpingectomy,bilateral oophorectomy, removal of cervix). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: removal detail: (B)(6) 2014, bilateral oophorectomy and removal of cervix and remaining left fallopian tube and (B)(6) 2014, supracervical partial hysterectomy with bilateral salpingectomy. Insertion details: three trailing coils were seen on both the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral essure devices in place. Concerning the injuries reported in this case, the following one/ones were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs+mr received- new event heavy and constant menstrual cycles, severe and persistent pelvic pain, lower stomach pain were added. New reporter, patient information, lab data, historical and concomitant condition, concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.